Event description:
The following has been reported: "it says "error 49-0004 backup capacitor" when it is on. It was pm'd july 19th, 2023 and shortly after started with the error. " reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.